Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was present behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with visible moisture in the display lens. The pump has no audio and no vibratory features with a blank display screen. The pump's history could not be downloaded. There was damage to the pump case was observed near the upper right corner between the display lens and the case seal. The pump failed a leak test due to damage to the pump case. Moisture was present in the pump.